Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Pump received with scratched case, pillowing keypad overlay and partially broken retainer. No cracks on battery compartment noted. The p-cap does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.